Manufacturer narrative:
The device was returned to zoll medical (B)(6); the malfunction was duplicated and attributed to a faulty battery connection assembly. The battery connection assembly was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.